Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he encountered the old mesh. He was able to enter the peritoneal cavity to examine the intra-abdominal contents. The patient had a significant amount of adhesions to the mesh. It appeared by be ethicon branded lightweight mesh. It was wrinkled in multiple areas and the hernia went through the side of the mesh were detached from the abdominal wall. He had a good view of the intra-abdominal adhesions of the bowel to the mesh. He felt that these adhesions needed be taken down even though he continued to stay extraperitoneal. These adhesions were dense and likely was the source of bowel obstruction in the past. He was able to take down all the adhesions. The adhesions were dense, and he felt very comfortable with the appearance of the bowel after the adhesiolysis. He kept the mesh with the posterior layer and separated the mesh from the anterior abdominal wall. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/22/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/16/2022.